Manufacturer narrative:
Event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model:c3 3186, UDI: (B)(4), serial: (B)(4), batch: a000107418.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to high impedances that showed after a fall. The investigation did not determine which lead caused this issue. Surgical intervention is pending to address this issue.

Event description:
Related manufacturer report number: 3006705815-2023-06575. It was reported that the patient's leads were discovered to be fractured during their lead revision on (B)(6) 2023. Surgical intervention was undertaken and both leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to high impedance was reported to abbott. Patients leads were replaced due to fractures. No complications. Nothing will be returned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.